Event description:
The customer alleged the device failed to alarm while in use. The mallinckrodt customer support engineer (cse) inspected the device and could not reproduce the reported problem. The unit passed extended self testing. There was no pt harm or injury related to this event. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.